Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided reset information and assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any further issues arose, which they understood and acknowledged.